Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant, there was placement difficulty with the right ventricular (rv) lead. The lead was attempted in the rv apex but had high pacing impedance and high thresholds. Other positions were attempted with different delivery catheters, draping and cleaning the helix in between each position but without success. The patient went into a bundle morphology and asystole, and was treated with isoprenaline. The lead was removed and another rv lead was implanted. The right atrial (ra) lead was placed and had high thresholds, no capture, and no atrial activity could be seen without isoprenaline. Once the patient was given isoprenaline, atrial thresholds and sensing parameters improved. The ra lead was implanted. No further patient complications have been reported as a result of this event.